Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 90 mg/dl. The cause was unknown. Customer changed the cartridge and infusion set prior to calling tandem technical support. No issues were identified with the cartridge and infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.